Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber model #0010-2400, lot #701a, serial #1723: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of the glass cap is detached and not returned; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, partially erased red octagonal sign, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber had a ¿defective angle of fire, broken plug¿ with 258,855 joules used and 27:09 minutes expended. The fiber was not cleaned during the procedure. A second fiber was used to complete the procedure. Patient outcome: no injury to patient reported.